Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving gablofen (2000 at 9 6) via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported that the catheter could not be aspirated. The device was replaced and discarded.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2021, product type catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 06-may-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.